Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012050581); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012033762); product type: 0195-heart valves product ID evolutfx-26 (unknown); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had an annulus perimeter of 71.5mm and an area of 404.3mm. High degree of calcification in the valve apex was observed. The echocardiologist evaluated the valve as a normal tricuspid valve, although it had the appearance of a bicuspid valve partially bridged by calcification. Highly severe aortic stenosis (as) was present. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 19mm inoue balloon. Anterior dilation was attempted, but the valve opening area was too narrow and the balloon could not pass through. A 16mm trival balloon was used and passed through successfully, so anterior dilation was performed. Blood flow became limited through the native valve, therefore the evolut valve was quickly prepared for deployment. After the valve was at the point of no recapture, the patient¿s hemodynamics were stable but contrast imaging showed a clear expansion defect.  Discussion was held with the heart team on whether to continue with full release and add posterior dilation, or whether to recapture the system and remove it from the body, then to perform an additional anterior dilation. Since moderate paravalvular leak (pvl) was also observed, and it was not clear whether there was space for the nose cone of the delivery catheter system (dcs) to exit, the team decided to recapture and remove the system and to perform another anterior dilation. A new valve was loaded. The inoue balloon was changed from 19mm to 20mm to 21mm and anterior dilation was performed several times. A second valve was then implanted. Poor expansion was also observed with the second valve. However, the second valve had much better range than the first and was therefore fully released after confirming that the nose cone of the dcs was removed. Moderate paravalvular leak (pvl) remained, therefore a post-implant bav was performed using a 20mm z-med balloon. However, the pvl did not change much, and the procedure was terminated. The patient¿s mean gradient (mg) post-implant was 13mmhg and the highly severe aortic stenosis had been successfully treated. No adverse patient effects were reported.